Event description:
A distributor in (B)(6) on behalf of a healthcare facility reported that the tubing of an opt316 optiflow junior nasal cannula was detached from the connector (swivel grip) end during use.there was no reported patient consequence.

Manufacturer narrative:
(B)(4)fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.